Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port btt (blunt tip trocar) black valve kept popping out. A replacement unit from a new kit was used to complete the procedure. The occurrence date is unknown. The hospital did not report any patient effects. The product is not returning, as it was discarded.

Manufacturer narrative:
He device will reportedly not be returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)